Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels ranging from 495 to 504 mg/dl. A bolus was delivered to address bg level. Customer declined further troubleshooting.